Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: - anchor geometry insufficient to maintain fixation during healing. - insufficient material strength. Process: - anchor not manufactured to specification. Application: - poor patient compliance during healing. - too much tension applied to anchor. - poor bone quality. - pilot hole preparation with incorrect instrumentation. - use of less than 2 suture tails or more than 4 suture tails. - use of suture not indicated for reelx. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the reelx anchor backed out of the bone. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the reelx anchor backed out of the bone. Although there was patient involvement, the procedure was completed successfully.